Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
Per the surgeon, there was a lot of pressure when attempting to advance the intraocular lens (iol) and the plunger split the distal end of the cartridge. No patient contact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/27/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed residues of what appears to be viscoelastics in the cartridge. Stress marks in both sides of the cartridge tube and tip were observed which are typically caused and/or may well appear by the pass of the lens through the cartridge. The cartridge's tip was observed deformed. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.